Event description:
During an unknown procedure to the common femoral artery. It was reported that there was initially inflation difficulty with a .014 sleek balloon. Then, the balloon would not deflate during case. There was an attempt to pop it with a stiff wire but it would not deflate with much effort to pull negative. So it was inflated to 23 atmospheres to rupture and then it was easily removed intact from the patient. There was no patient injury reported. The procedure was completed by angiogram, stunting and ballooning of sfa with other products. There were no anomalies noted during the prepping of the sleek device. Tight bifurcation with an embolic protection device in place during the procedure. The device was used to push the epd further into the sfa. There was no difficulty advancing the guidewire to the target lesion. There was no difficulty advancing the device over the guidewire. There was no difficulty advancing the device to the target lesion. No kinks were noted on the device. No other information is available. Please note that the event date is unknown. The complaint conclusion has been attached to the initial MDR report.